Event description:
It was reported that this device exhibited shocking impedance measurements in the 160 ohms range. A procedure was performed to revise the lead. Efforts to obtain additional information regarding the revision procedure were unsuccessful. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).